Event description:
It was reported that during initial implant, the helix became stuck with myocardium and the helix was blocked. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and was covered in blood. (B)(4).